Event description:
I haven't had any issues with my health until recently. About 6 months ago ((B)(6) 2013) I started to develop a rash on my rear end. It then spread to my back arms and feet. When I had my physical in (B)(6) 2013 my doctor diagnosed me as having dry skin because the weather was changing. She advised me to use lotion everyday and not take hot showers, in which I did. I changed my body wash and laundry soap to a non-hypoallergenic soap and use lotion everyday. In (B)(6) 2014, my back was hurting. I went to the doctors because I thought I had pulled my sciatic nerve and it was painful. I still had the rash it was now itchy and now a metallic taste in my mouth. At that appointment the doctor prescribed me prednisone and some muscle relaxers from my back. I had a reaction to the prednisone. I experienced headaches while taking the prednisone everyday. We'll one day I was working and I just didn't feel right, I had a headache, my hands, tongue and mouth felt numb and like they were swelling up. I need up going back to the doctor who advised me to stop taking the prednisone, that I was having some sort of reach to it. In the meantime, I was watching tv and saw a news story about these 2 women who had the essure procedure done and they were experiencing symptoms that reflected from having the essure implanted in their body. They gave the name to a facebook page of thousands of women sharing their stories and symptoms. One of the symptoms that caught my eye was, women experiencing an itchy rash. Never being allergic to anything in my life, after hearing and reading these women's stories I realized this itchy rash and other symptoms could be from having the essure implants, in the past I have experienced heavy periods, large blood clots during my period, occasional bleeding after intercourse, backaches, diarrhea, pain in my groin area when standing after sitting for a long time, cramping, metallic taste in my mouth, tingling feeling in my hands and lips and most recently the itchy rash over my body. Back when I had my physical in (B)(6) 2013, the doctor ordered blood work, in which my liver count was elevated along with other counts that were out of whack. Through my entire live I have always been exceptionally healthy except for being overweight. Being overweight is the only issue that I have struggled with throughout my life and now all of a sudden my health seems to be deteriorated. In (B)(6) 2014 I have scheduled a gynecologist appointment where I am going to inquire with my doctor about theses symptoms I am too experiencing and feel in my gut it's from the essure implants I had a few years ago.